Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the mitraclip instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization, user technique) which affected the leaflet insertion in the clip, contributing to the reported slda; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat severe tricuspid valve regurgitation (tr). The clip delivery system was advanced to the tricuspid valve and leaflet grasping was performed. Leaflet insertion was confirmed, and the clip was deployed on the anterior and septal leaflets. After deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda clip, and the tr was reduced to moderate. The patient had a good outcome. No additional information was provided.